Event description:
Customer reported, "when ice pack folded to activate, product leaked out from the end/busted open."

Manufacturer narrative:
Customer reported, "when ice pack folded to activate, product leaked out from the end/busted open." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.